Event description:
A health care professional reported that probe had poor cutting before vitrectomy surgery. The surgery was completed on the same day, but it was unknown how the surgery was completed. There was no information about the patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).